Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer reported not being on the pump and being on insulin injections at the time of the report. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.